Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd veritor ¿ at-home covid-19 test ((B)(4)) there were discrepant results. This is a report of 2 occurrences. The results were seen by the patient. The following information was provided by the initial reporter: customer stated tested daughter and received different results last night came back negative, looked like not enough reagent last 2 drops looked like foam so retested again and received a positive result but then this morning tested again and received a negative result. Troubleshooting steps: explained to customer the reason for serial testing and that should reach out to a hcp for a pcr test to confirm the results

Manufacturer narrative:
H.6. Investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number 2027665, ¿ customer received different results after testing multiple times.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The bd veritor at home covid-19 test results cannot be visually interpreted. The test requires the use of a smartphone along with the scanwell® health app. The app provides the user with step-by-step testing instructions as well as analysis, interpretation and delivery of test results. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results.

Event description:
It was reported that while using the bd veritor ¿ at-home covid-19 test (eua (B)(4)) there were discrepant results. This is a report of 2 occurrences. The results were seen by the patient. The following information was provided by the initial reporter: customer stated tested daughter and received different results last night came back negative, looked like not enough reagent last 2 drops looked like foam so retested again and received a positive result but then this morning tested again and received a negative result. Troubleshooting steps: explained to customer the reason for serial testing and that should reach out to a hcp for a pcr test to confirm the results.